Event description:
It was reported by the aci vascular closure specialist that a (B)(6) male patient underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained at the femoral head via a 6f sheath (unknown model). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size approximately 6mm. Following the procedure, the rt who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the rt had difficulty shuttling the sealant down through the sheath, and was not able to retract the sheath. It appeared that the sealant "began to swell inside the sheath and it looked as if it was caught on the advancer tube, the device was jammed. The device was removed from the patient and the patient was converted to 10 minutes of manual compression in conjunction with a thrombix patch. Hemostasis was achieved. The patient was ambulated and discharged on (B)(6) 2012 with no reported clinical sequela.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The distal segment of the sealant had broke off and separated from the device. The advancer tube was compressing against the mid- segment of the sealant. When an attempt was made to retract the shuttle, significant resistance was noted. Subsequent to unsheathing, the proximal sealant was found wedged between the advancer tube and the inside wall of the shuttle cartridge. This condition may have contributed to the device jam. However, it is unknown if the sealant wedged between the advancer tube and the shuttle cartridge was the cause or the effect of the jam. Based on the information received and the investigation performed, the root cause of the device deployment jam could not be conclusively determined. The review of the lhr (lot f1220703) indicated that the device lot met all established performance criteria prior to shipment.